Event description:
It was reported that the patient had symptoms following an implant. It was stated that the patient had nothing but problems since day one. The patient had seen their health care provider twice since (B)(6) 2014 for post-operative appointments. The patient stated they had pain in their buttock at the implantable neurostimulator (ins) site and they were getting shocks in their lower back. When the patient¿s device was active it would shock their spine. It was also noted that the patient¿s rear end swelled and that pain went down their left leg. The patient stated that their left toes had pain and would swell and everything on the left side was the issue. The patient stated they spoke to their manufacturer representative in (B)(6) 2014 and they were told to adjust the settings. The patient stated they had never gone higher than 0.9 volts and at that time nothing worked. The patient tried to call their healthcare provider and they were told to turn the stimulator off. The patient noted their device had been off since (B)(6) 2014. The patient stated they had the stimulation off and every now and again they would get a pulse in their back, but not a shock. The patient also still felt the pain at some points. For the past four days prior to report the patient had such bad pain at the implant site that they had not been able to sleep. The patient stated they were so tired of hurting and had to sit and lean on their right buttock because of the left side pain. No interventions or outcome were reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037 serial# (B)(4) product type programmer, patient product ID 3889-28 lot# va0k19v implanted: 2014-06-20 product type lead product ID 3889-28 lot# va0k19v implanted: (B)(6)2014 product type lead coding applying to lead: device:(B)(4), patient code: (B)(4).

Event description:
Additional information received from the patient who said they've had pain and shocking ever since the device was implanted. They noted that they turned the device off 6 months after the device was implanted. They added that they have shooting pain and there is a "lump where the wires have kinked in my gluteus". The patient noted they can push on their skin and feel "something poking". The consumer said their insurance changed and they are unable to see their healthcare provider (hcp). They also said that they moved and the manufacture representative (rep) said they couldn't help because they were no longer in their territory. The patient said they called the manufacturing company and was told they would get a new rep. The call center reviewed rep's and hcp's role. The patient also said their primary care physician (pcp) wants them to have their ins removed because they are scared of the battery leaking. As a result of what was reported, they were redirected to their hcp to address the symptoms and talk about explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (b)(4, product type: programmer, patient. Product ID: 3 889-28, lot# va0k19v, implanted: (B)(6) 2014, product type: lead. (B)(4).